Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/latino female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant prostheses and experienced right-sided grade iii capsular contracture and left-sided hypertrophic scar postoperatively. During the consultation on (B)(6) -2021, the patient¿s physician stated that the patient¿s capsular contracture is causing superior implant malposition and firmness. The diagnosis was confirmed based on physical examination. As a result, the patient underwent unilateral removal and replacement with an unspecified breast implant for her right breast on (B)(6) -2021. In addition, during the revision surgery, a surgical intervention was performed on the patient¿s left breast for hypertrophic scar. This report is for the left-sided prosthesis.